Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and unresponsive. The customer reported that something heavy may have been placed on the pump while at work. The customer's blood glucose level was 318 mg/dl. The customer administered a manual injection to address the elevated blood glucose. The customer reported that manual injections would continue to be used for insulin therapy.